Manufacturer narrative:
A1: pe 21-47. B4: (B)(6) 2021. D6a: the implantation date it was reported as 2018. G3: (B)(6) 2021. G6: follow-up #1. H2: additional information, device evaluation. H3: yes. H6: type of investigation: 10 - testing of actual/suspected device. H10: the device was received not intact. No microbiology or pathology reports were provided. The radiographs showed evidence of osteolytic lesions surrounding the device, it was also noted that there may be a loss of disc height. It was not possible to assess the potential role of surgical technique or patient selection based on the paucity of information provided. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event. Based on the limited information provided, the device did not malfunction and it was not possible to determine the cause of the complaint.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformance's to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that an m6-c was revised due to returning neck pain and osteolysis.